Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information revealed the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective replacement for a system upgrade, to obtained MRI conditionality. The patient is doing great post operatively. The explanted device will not be returned as it was retained per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.